Event description:
It was reported that the subject device did not have an image at the beginning of navigational bronchoscopy after inserting the scope down the patient's endotracheal tube. The camera started to have issues and the doctor could not see the patient's anatomy resulting in a forty minute delay while under general anesthesia. There was an error message, n207 present. The navigational bronchoscopy was not completed and the patient was not harmed due to the reported event. They then proceeded with the second procedure, a endobronchial ultrasound.